Manufacturer narrative:
(B)(4) catalog # unknown as information was not provided but referred to as a cook celect filter. As catalog # is unknown it could be either k061815, k073374 or k090140. Investigation is still in progress.

Event description:
Description according to complainant: it is alleged that "on or about (B)(6) 2009, [pt] was implanted with a cook celect filter at (B)(6) hospital in (B)(6). Approximately two to three weeks later, [pt] presented for a post-surgical follow-up appointment and to discuss a planned removal of the filter in (B)(6) 2010. At that time, [pt] was reassured not to worry about the filter, and that removal would not be necessary. On or about (B)(6) 2015, [pt] presented for an imaging of the cook ivc filter. The imaging showed that his filter was tilted and perforating through his vena cava, aorta, and spine". Patient outcome: it is alleged that "[pt] is at risk for future cook celect filter fractures, migrations, perforations, and tilting. He faces numerous health risks, including the risk of death. [Pt] will require ongoing medical monitoring for the rest of his life."

Manufacturer narrative:
(B)(4). Summary of investigational findings: since no device or imaging studies have been available and no medical records have been made available the exact root cause for what caused the alleged perforation and tilt are unknown. Tilt and perforation are known risks in relation to filter implant reported in the published scientific literature. Rpn and lot number were not provided, why device history record cannot be investigated. However, no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: it is alleged that "on or about (B)(6) 2009, [pt] was implanted with a cook celect filter at (B)(6). Approximately two to three weeks later, [pt] presented for a post-surgical follow-up appointment and to discuss a planned removal of the filter in (B)(6) 2010. At that time, [pt] was reassured not to worry about the filter, and that removal would not be necessary. On or about (B)(6) 2015, [pt] presented for an imaging of the cook ivc filter. The imaging showed that his filter was tilted and perforating through his vena cava, aorta, and spine". Patient outcome: it is alleged that "[pt] is at risk for future cook celect filter fractures, migrations, perforations, and tilting. He faces numerous health risks, including the risk of death. [Pt] will require ongoing medical monitoring for the rest of his life."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). PMA 510(k): k073374. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on (B)(6) 2017 as follows: reason for implant was prophylaxis for pe and dvt. The outcome attributed to device: vena cava perforation, organ perforation.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. D7) (parent) explant date updated to (B)(6) 2016. F9) age of device updated to 79 months. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 04/10/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2009 via the right femoral vein due to pe and dvt. Patient alleges successful retrieval on (B)(6) 2016.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). H11) corrected data based on new information received: (B)(4) it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'vena cava perforation, organ perforation, tilt'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.